Event description:
Consumer complaint of blood results reading "hi." Back to back blood tests performed at the time of the call were "hi" and "hi." Last 5 results in memory were all "hi." No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation product evaluation completed and defects found on the device. Most likely underlying root cause of malfunction: foreign material was discovered on the strip connector.

Event description:
Consumer complaint of blood results reading "hi". Back to back blood tests performed at the time of the call were "hi" and "hi". Last 5 results in memory were all "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.